Event description:
The reason for call was patient stated their stimulator had been off for 2 days and they couldn't get it back on. Patient stated the controller stated terminated, and patient had reset controller several times. Agent asked, patient confirmed stimulator battery was 90%, controller was 100% and said "terminated". Agent reviewed terminated meaning. Patient checked home screen and reported they were on group b with stimulation on (patient was on group b prior to the issue as well). Patient stated they remembered seeing the green box around b the past day as well, but implant battery was still at the same level as when they charged last. Patient confirmed they had not had any falls or changes to programming in the past couple days. Patient checked program 1 and said their intensity was at 2.3, which was usually way too much and they couldn't stand stim at that level, so they usually kept it at 1.9. Patient confirmed they did not feel stimulation anymore when normally they would. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.